Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, eccentric, de novo target lesion with a bend of <=45 degrees was located in the severely tortuous and severely calcified left circumflex artery. After pre-dilatation was performed with two balloon catheters sized 2.0x15 and 2.5x20 at 20 atmospheres each resulting to 70% residual stenosis, a 3.50 x 38 synergy¿ drug-eluting stent was advanced; however, resistance was encountered. The device was removed from the patient's body and it was noted that the stent struts were deformed. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.